Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the drill bit broke during surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the drill bit was broken. The investigation of the complained drill bit shows that the tip is broke off due to an excessive applied mechanical force. The drill bit was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. The cross section surface shows no irregularities; therefore, the exact cause which has led to this occurrence cannot be determined. Mechanical force had been applied during the surgery (hard bone or short duration of slant position). No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.